Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. Per the juggerstitch surgical technique, ¿fully advance the black button to deploy the first anchor. Fully retract the black button and subsequently pull the needle tip gently out of the meniscus. Reposition the needle tip at the desired location and advance the needle tip as described previously. Once the depth gage contacts the surface of the meniscus, advance the black button forward to deploy the second anchor.¿ as it was reported that the surgeon activated the trigger twice in the same placement, both anchors deploying is a result of a mishandled device. The reported event is confirmed as it was reported that the user triggered the juggerstitch twice in the same position/placement within the meniscus. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: brazil. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when starting the procedure with the suture device, introducing it into the meniscus and when making the first shot the surgeon noticed that the stitches were together and he was unable to make the second shot, unable to perform the objective of the procedure. The defect was verified when firing the point. Surgical technique was followed. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.